Event description:
It was reported that during a navigated case using the thoracic pedicle feeler, it was showing lateral.

Event description:
It was reported that during a navigated case using the thoracic pedicle feeler, it was showing lateral.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation. Corrected data: g1 and h3. Additional data: h4.